Event description:
Patient received a 2.5 x 18mm and 3.0 x 23mm cypher stents in the ostial left anterior descending (lad) in 2003. In 2007, the patient came for follow up and restenosis was observed in the 2.5 x 18mm cypher stent.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient, and is not available for analysis. Additional information will be submitted within thirty days upon receipt.